Event description:
It was reported there were low impedances on electrode 0 and 1 for the left extension. The physician decided to replace the right extension because he was already replacing the left and wanted to avoid using an adaptor. The patient had a lack of efficacy with the low impedance. The surgeon decided to open the lead to extension connection site to check impedances of the lead. After checking all contacts and seeing the lead was intact the physician opened the pocket and discovered the left extension had been compromised at some point. There was a spot where the wires were exposed on the extension. Both extensions and adaptor were removed and replaced. The system was hooked up and impedances were checked again. All impedance showed normal range except for contact 8 on the right. It was noted this electrode would not be used in programming. Patient status was noted as alive with no injury or adverse event.

Manufacturer narrative:
Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 64002, lot# n248035, implanted: (B)(6) 2010, product type: adapter. Product ID: 3389s-40, lot# v011728, implanted: (B)(6) 2006, product type: lead. Product ID: 3389s-40, lot# v011728, implanted: (B)(6) 2006, product type: lead. Product ID: 3550-29, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant products: product ID 64002, lot# n248035, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type adapter; product ID 3550-29, explanted: (B)(6) 2013, product type accessory. Analysis of the extension, nhu135224v, found that the extension body insulation had a breached depression. Analysis of the extension, nhu128557v, found that the extension body insulation had a breached depression. Analysis of the pocket adapter found that there was no significant anomaly. It was noted that the body was cut through and the product was segmented. Analysis of the plug found no anomaly.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.